Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer had high blood glucose level of 500 mg/dl. The customer normally had blood glucose level of 300 mg/dl. The customer treated high with manual injection and changed set. The product was not returned for analysis.